Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that patient had diaphragmatic stimulation. During the repositioning of the lead, the physician noticed that screw came out of the device and then dropped into the device pocket. The physician found the screw and replaced the device. No further patient complications were reported as a result of this event.